Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at time of this report. A f/u report will be sent when investigation is completed.

Event description:
The event is reported as: complaint alleged: clips broke in 2 equal parts during the applier closure. The clip parts were recovered and removed. No reported pt injury.